Event description:
It was reported that the pump has frequent blockage alarms. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one device. Functional testing found occlusion sensor out of calibration. Sensor calibrated and passed all functional testing. Service history reveals that no previous repairs were noted within the review period.